Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The site assessed that the patient did not suffer from a new mi. Sponsor assessed the event as not related to device or anti-platelet mediation. Patient is recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by mi. During the index procedure, one resolute onyx drug eluting stent was implanted in the rca. One day later, the post lab form suggested myocardial infarction based on third universal definition.

Manufacturer narrative:
Cec assessed mi as no event. Troponin elevation preceded procedure. The investigator reported that the event is not related to the device or anti platelets. If information is provided in the future, a supplemental report will be issued.